Event description:
It was reported that the upon interrogation the pulse generator exhibited premature end of life. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a capacitor anomaly which contributed to the reported premature battery depletion.